Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. One month later, the patient presented with elevated flows and power with associated high watt alarms and the controller exhibited an unexpected loss of power. Vad thrombus was suspected and the vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: ddmc3d1 ICD, implanted on (B)(6) 2018. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 21-sep-2020, labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem h6 FDA ime code, h6 FDA imf code update additional product: (B)(6), h6: patient ime code(s): e130501 h6: imf code(s): f23 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported "during that time, the patient's kidney's failed, and is on dialysis 3 times a week. They are calling it acute kidney failure at this time"

Event description:
It was further reported that the patient was on dialysis three times a week for five weeks. The patient's kidneys "came back" and the patient no longer needed dialysis.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) was not returned for evaluation. One (1) controller ((B)(6)) and three (3) ((B)(6)) was returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned batteries revealed that the batteries passed functional testing. Of note, functional testing of the batteries revealed an abnormality within the cell voltage plot of each battery due to a cell pair depleting at a faster rate than the other cell pairs. This is an additional observation, not related to the reported event, likely due to the gradual aging of the batteries. Visual inspection of the returned batteries revealed worn damage within the batteries' connectors; however, the observed damage did not affect the functionality of the devices, the batteries were still able to charge and provide power as expected. The observed worn connectors are an additional finding not related to the reported event. The most likely root cause of the observed damaged battery connectors event can be attributed to wear and/or handling of the device. CAPA pr00405633 is investigating damage to power sources. Log file analysis associated with (B)(6) revealed that the controller was not in use during the reported event date and was likely the patient's back up controller. Review of the controller log files associated with (B)(6) revealed intermittent decreases in estimated flows within the analyzed period and a slight decrease in power consumption and estimated flow on 28-jun-2022, followed by a subsequent sustained increase in power and flow leading to parameters above normal operating range; five (5) low flow alarms have been logged since 07-jun-2022 and eighty-eight (88) high watt alarms have been logged since 05-jul-2022. In addition, review of the controller log associated with (B)(6) revealed one (1) controller power-up event with an associated pump start event was logged on 01-jul-2022 at 02:33:42. The data point prior to the loss of power revealed that a (B)(6) was connected to power port one (1) with 93% rsoc and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and a power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for twelve (12) seconds. As a result, the reported low flow, high power, and controller loss of power events were confirmed. The reported occlusion event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the ventricular assist device (vad) thrombus was suspected, and the vad was exchanged. It was further reported that the patient experienced acute kidney failure and received dialysis, after which the patient's kidneys "came back" and no longer needed dialysis. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and renal dysfunction are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 07-nov-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2017 h5: no h6: patient ime code(s): e0514, e130501 h6: imf code(s): f08, f1905, f23 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019 / serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 07-nov-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 21-mar-2018 h5: no h6: patient ime code(s): e0514, e130501 h6: imf code(s): f08, f1905, f23 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 07-nov-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e0514, e130501 h6: imf code(s): f08, f1905, f23 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Three batteries were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and controller ((B)(6)) were not returned for evaluation. Review of the available autologs reports revealed intermittent decreases in estimated flows within the analyzed period and a slight decrease in power consumption and estimated flow on 28-jun-2022, followed by a subsequent sustained increase in power and flow leading to parameters above normal operating range. Five (5) low flow alarms have been logged since 07-jun-2022 and thirty-six (36) high watt alarms have been logged since 05-jul-2022. In addition, review of the available autologs reports revealed one (1) controller power-up event with an associated pump start event was logged on 01-jul-2022 at 02:33:42. Prior to the loss of power, (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 12 seconds. The raw log files were not available for analysis. As a result, the reported low flow, high power, and controller loss of power events were confirmed. The reported occlusion event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the ventric ular assist device (vad) thrombus was suspected, and the vad was exchanged. It was further reported that the patient experienced acute kidney failure and received dialysis. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk doc umentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and renal dysfunction are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.